Manufacturer narrative:
D4, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned insert shows minor damage to the lock detail, more than likely from trying to force the insert to lock into the baseplate. A dimensional evaluation could not be completed due to the damage to the lock detail. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a tka a genesis ii c/r art ins size 3-4 9mm did not anchor firmly to the tibial component. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.